Event description:
Procedure type: lap chole. According to the reporter: after several passes of instruments, clip appliers, etc. The seals break down on the trocars and begin to leak. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).